Event description:
Attempts to advance a cornary stent with delivery system to the target lesion site in the pt's tortuous right coronary artery, with the protective sheath retracted were unsuccessful. Upon withdrawal of the sds, the stent was not attached to the balloon catheter. The location of the stent is unknown. A percutaneous transluminal coronary angioplasty was then performed sucessfully. There were no clinical sequeleae reported relative to event.